Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2006 at (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
(B)(4). Investigation / evaluation. The device was not returned to assist in the investigation. No information has been provided regarding the event. We have investigated, based on the information received to date and are closing the report until further information is received. It is impossible to comment on alleged injuries. There is no information to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation. We have notified the appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2006 at st. (B)(6) by (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided.